Event description:
Date of occurrence 8/17/95. During a surgical laparoscopy, the surgeon was using the suction irrigator to suction some blood out of the abdomen. While using this device, a portion of the bowel and fat attached to the bowel was sucked up into the distal end of the suction tip. The surgeon attempted to release the bowel by irrigating through the device and by the complete release of suction, but was unsuccessful. The suction was operating at the regular flow rate. A laparotomy was performed to correct the problem. The pt's bowel appeared bruised initially. Follow-up contact with the surgeon regarding the pt revealed that the pt was doing well. (*)